Event description:
Customer reported unexpected negative reactions on the galileo. An anti-e was not detected on the initial ab_ID test performed; repeat testing demonstrated 1+ reactivity. The antibody screen on galileo was reactive. Manual testing confirmed the positive reactions.

Manufacturer narrative:
Confirmed the reactivity of the e antigen on retention capture-r ready-ID (crrid), lots id081 and id082. Customer sent sample for investigation testing. Ab_ID testing performed on an in-house galileo with the sample using retention capture-r ready-ID, lots id081 and id082. Sample exhibited equivocal results with cell #9 from crrid, lot id082. All other cells were negative (crrid, lots id081 and id082). Manual tube testing was performed with the sample using retention panoscreen, lot 08804 using immuadd as a potentiator. The sample was nonreactive at all phases of testing. Manual tube testing was performed with the sample using retention panoscreen, lot 07795 using peg, as a potentiator. The sample was negative with e-(cells I and iii) and exhibited very weak (+/-) reactivity with e+e- (cell ii) at the antiglobulin phase of testing. The event appears to be related to the nature of the sample.